Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The cgm was reading low, therefore the patient self-treated with food and drink to increase his blood glucose. After self-treating, the patient experienced diabetic ketoacidosis (a blood glucose value was no provided). The patient was vomiting and was taken to the hospital by his fiance. It was reported that during this time, the patient¿s blood glucose was over 400 mg/dl and the patient was admitted to the hospital. The patient was treated with IV insulin therapy and electrolyte replacement. After the treatment the blood glucose value decreased to 245mg/dl and the cgm was reading 145mg/dl. The patient was hospitalized for 2 days and recovered, his blood glucose reading after recovery was 140 mg/dl and the cgm reading was 65 mg/dl no data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.